Event description:
During an ercp procedure the physician used a wilson-cook hubregtse needle knife. When cautery was applied the needle detached. The detached portion of the needle was not retrieved from the pt. An additional procedure was not required due to this occurrence. Post procedure the pt's condition was reported to be good.